Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 475cc, catalog number 3501680. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate profile 475cc breast implants and experienced deflation on the left breast implant. The deflation was diagnosed by the healthcare professional during the medical examination on (B)(6) 2018. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 550cc.

Manufacturer narrative:
On 06/21/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/22/18, it was reported to mentor that the patient had experienced bilateral capsular contracture. The replacement devices were gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7459710 on the left breast implant and with gel mentor memorygel breast implant 500cc, catalog number 3505504bc, serial number (B)(4), lot number 7462669 on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/28/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/04/18, it was reported to mentor that the due date for the report was incorrect. Report for the device evaluation actual due date was 9/27/18 and not 8/27/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/11/2018, it was reported to mentor the device history record ( DHR) of lot number 6867954 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).